Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor high and low glucose alarms did not trigger on phone (with librelink application). The customer reported an ambulance had to be called, but refused to provide any further information. It is unknown what, if any, emergent treatment was required. There was no report of death or permanent injury associated with this event.